Event description:
It was reported the patient¿s device never worked right since it was implanted. The patient stated the health care provider (hcp) ¿screwed it up when they put it in 10 years ago¿. It was reported the patient just ¿left it in¿ and thinks the battery is dead. It was reported the patient wants their device removed.

Manufacturer narrative:
Concomitant products: product ID 3487a, lot# l43529, implanted: (B)(6) 1998, product type lead; product ID 3272-51, serial# (B)(4), implanted: (B)(6) 1998, product type receiver; product ID 3487a, lot# l48180, (B)(4), implanted: (B)(6) 1998, product type lead. (B)(4).